Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted due to ongoing gerd symptoms. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2013 at (B)(6). Device explant reported as (B)(6) 2014. Device explanted at different site than implanting site: garmisch partenkirchen. Implanting site was not made aware of explant until follow up on clinical registry data.